Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn damage on the transmitter. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on the main pcb and on its inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on the main pcb, including the u-14 chip. Inspection of the inner housing of the transmitter revealed it had sustained burnt damage as well. As a result, we can conclude that during an electrical event the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. Electrical storms could potentially generate thousands of amperes of current flow, which can completely destroy a main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
This report is to advise of an event observed during analysis.